Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown size 4 left cr femur. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patients left knee was revised due to suspicion of metal allergy. The surgeon noted pitting and scratching on the insert. The surgeon would like investigation results via the sales rep regarding his findings on the insert implanted a little over a year ago.